Event description:
Power shutdown occurred, on multiple occasions, during the performance of catheterizations and ptca procedure. The same general electric equipment was used in all the cases. Machines in some cases rebooted and procedure done without incident, however in some cases it required changing pt rooms during the procedure for completion of same.